Event description:
During manufacturer product analysis for a vns generator returned due to end of service, the end of service condition of the generator was confirmed (1.530v). Additionally it was identified that the negative feed thru of the generator was broken at a location (i.e. Gold brazing) that is does not typically result from the explant procedure. Additionally, no separation or delamination between the header and generator case was observed nor evidence of body fluids under the header adhesive or header. A review of x-ray images associated with the device prior to distribution was reviewed and the feed thru in question was confirmed to be intact. Attempts for programming history and additional information are in progress.

Event description:
Reporter indicated the patient had no known trauma and had not experienced any adverse events felt to be related to loss of vns stimulation prior to being unable to interrogate the patient's vns generator.

Event description:
All attempts for further information and vns programming history from the reporter have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.